Manufacturer narrative:
Block h6: device problem code a0401 captures the reportable event of stent shaft break. Block h10: a visual evaluation of the returned polaris ultra ureteral stent found during the inspection that the stent shaft was detached. Additionally, the positioner and the suture did not return. A media analysis was performed, and a photo is showing a detached stent shaft, moreover, the suture is not visible. During magnification, it was observed closely that the shaft was detached. Therefore, the reported problem of stent shaft detached was confirmed. Based on the most relevant information, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to concluded that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the device shaft and is removed using excess force, the stent could be "detached" during the preparation consequently affecting the performance of the device. Moreover, the event mentioned, the damage was found after unpacking during the preparation. The suture of the stent was removed, indicating that the device was manipulated. Based on the analysis results, the most probable cause is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that, during a ureteral dilatation procedure, using a polaris ultra ureteral stent, when the stent was unpacked, it was noticed that the stent was broken along the shaft. Another different stent was used to complete the procedure successfully. No patient complications were reported. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device problem code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during a ureteral dilatation procedure, using a polaris ultra ureteral stent, when the stent was unpacked, it was noticed that the stent was broken along the shaft. Another different stent was used to complete the procedure successfully. No patient complications were reported. The patient's condition at the conclusion of the procedure was reported to be stable.